Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged low blood glucose, with a nadir of 47 mg/dl and approximately ninety minutes under 70 mg/dl, while using the ilet system; the device issued low and urgent low alerts, the user treated with oral glucose and juice, and troubleshooting and education were provided. Symptoms included no loss of consciousness, no seizure, and no other acute neurologic effects reported. Outcomes included return to target range and self-management without professional intervention or assistance beyond a supportive call. Investigation included review of the event details and user-reported device performance. Investigation of this case revealed no device malfunction and no device component issue, and the event cause remained unclear per user report that stress was a contributing factor rather than device function. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.